Manufacturer narrative:
The investigation has been completed. The data logs showed that the pump had alarms but no spike to 3000. It was unable to be started and was attempted a few times. The product was returned, and the pump had dried dextrose around the purge gap. It was soaked in tergazyme and the dextrose was removed. Additionally, the red lumen was still in the pump. The red lumen was removed and the pump was able to operate within specification with no alarms. The impella cp instructions for use (IFU) states "remove the easyguide lumen by gently pulling the label in line with the catheter shaft while holding the impella. If you suspect that a portion of the red lumen remains in the catheter, do not use the impella catheter." The root cause is due to a red lumen issue as it was not removed based on the returned product.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella cp support. While on support, there were multiple rapid successions of a variety of alarms: pump stopped, preventing retrograde flow, pump failure, controller failure, and purge blocked. The team attempted to reprime and change the controller which, did not work. Ultimately a new pump was needed. No patient harm has been reported.